Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said she felt shaky 10 minutes after the product issue occurred at 6:00 am the same day. The patient said she treated herself with more food and/or beverage. The cca noted that the error 2 message appeared when the test strip was inserted into the test strip port. The patient's products were replaced. The complaint is reported because patient alleges the one touch ultra meter displayed the error 2 message and afterward she felt shaky, a symptom that can be associated with hypoglycemia. The patient claims she treated herself with food and/or beverage.